Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733575, lot /serial #: unknown. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the removed the camera cable cover, and the camera arm. The they replaced the polaris spectra system control unit (scu), then mantled the covers and the arm. Completed the optical check out. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site has been experiencing intermittent tracking issues. They will occasionally have all of the instruments not track well. Even after changing spheres the issues persist. No patient was present at the time of the event.

Manufacturer narrative:
The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.